Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; insulin delivery reportedly stops when using the bolus calculator feature. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/17/2014 with the following findings: a review of the pump history revealed that the last basal delivery occurred on 06/26/2014 at 8:05 pm. Consecutive call service 052/054 alarms were observed in the history. The total daily dose added up correctly and reflected the programmed basal target. The pump successfully completed a rewind, load, and prime sequence and a 24 hour exercise test with no issues occurring. Advanced bolus deliveries were performed during testing and no delivery interruptions occurred during the bolus calculation process. The complaint could not be confirmed or duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.